Manufacturer narrative:
A device history record review was performed for the subject device: manufacturing location: monument, manufacturing date: 29-nov-2017 , expiration date: 31-oct-2027, part #: 04.037.242s, lot#: h509817 (sterile) - 12mm/130 deg ti cann tfna 170mm - sterile. Quantity 6. Component parts reviewed: part 04.037.912.4 - wave spring, shim ended bp-55 lot - h474687 part 04.037.912.2 - lock prong, 130 degree, tfna bp-55 lot ¿ l604803 part 04.037.912.3 - tfna lock drive bp-58 lot ¿ h488169 part 21127 - raw material lot bp-80 lot - h305635. Raw material received from supplier metalwerks pmd, inc. Certificate of analysis for titanium, received from metalwerks pmd, inc. Meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Ethicon (abq), ¿sterility documentation was reviewed and determined to be conforming.¿ there was no allegation of malfunction against the device. Adverse event occurred intraoperatively; therefore, implant and explant date is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a procedure to repair an intertrochanteric fracture on (B)(6) 2018. Surgeon was nailing the patient¿s femur when the bone split. The trochanteric femoral nail advanced (tfna) nail, blade, and screw were removed and replaced with a longer nail. Surgery was completed successfully with no delay. Patient reported as stable. Concomitant devices reported: tfna helical blade 90 mm (04.038.290s, lot h535024, quantity 1), 5.0 mm locking screw w/t25 stardriver 38 mm for im nail (04.005.528s, lot h485066, quantity 1) . This report is for one (1) 12 mm 130 degree titanium cannulated tfna nail 170 mm. This is report 1 of 1 for (B)(4).